Manufacturer narrative:
(B)(4). Eval summary: the ec60 device was received with no visual non-conformances and with three cartridges present. Cartridge b and c were received partially fired. Cartridge d was received partially fired and with the one-piece sled was found damaged. One possible cause for this type of damage may be improper loading of the cartridge. If the cartridge reload is not fully seated when the device is closed, the sled will break. When inserting the cartridge, slide it against the bottom of the cartridge jaw until the cartridge reload alignment tab stops in the cartridge reload alignment slot. Snap the cartridge reload securely in place. The device is now loaded and ready for use. The device was tested for functionality with the returned cartridges b and c and it fired, cut and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that non hard obstruction such as a clip is included with the tissue inside the jaws. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastrectomy procedure, the hospital gave me a note reporting the following: "we require the devolution of the stapler and cartridges, since the stapler was not working properly. It got stuck and did not staple or cut tissue, it fired some staples but those did not close properly. Afterwards it was very hard to get the stapler out of the body through the trocar because the stapler did not close easily. We made two tests to check why the stapler wasn't working but we couldn't find a reason, we opened three cartridges, but they didn't work either. Finally, the surgeon decided to open a new stapler to complete the procedure". There were no adverse consequences for the patient.